Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was performed. No ncr's were raised during the production of this lot, all testing was within specification.

Event description:
It was reported that the pen needle was difficult to detach from the insulin pen into the bd¿ home sharps container. The following information was provided by the initial reporter: "consumer reported she is unable to remove the pen needle from her insulin pen into the bd home sharps container. Stated she can remove the pen needle easily with her fingers but it will not go into the sharps container."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was difficult to detach from the insulin pen into the bd¿ home sharps container. The following information was provided by the initial reporter: "consumer reported she is unable to remove the pen needle from her insulin pen into the bd home sharps container. Stated she can remove the pen needle easily with her fingers but it will not go into the sharps container."